Event description:
As reported by the user facility: during therapy foreign matter thought to be inside drip chamber of the IV set but no matter determined. Foreign matter seems to be imbedded in the plastic itself possibly ink or other. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.